Manufacturer narrative:
Method: leica's investigation is in progress.

Event description:
The customer reported to leica microsystems of dry and brittle tissue after processing on a peloris tissue processor.